Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received- lot number were added. New event endometrial ablation performed concomitantly with the essure micro-insert were added. New reporter, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event injury nos deleted and events dysmenorrhea, pelvic pain, abdominal pain, metrorrhagia, vaginal discharge, fatigue, migraines, headaches ,she did not undergo essure confirmation test were added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.